Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 05/21/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2015 with the following findings: the display screen was found to be dim and discolored. The keypad was damaged but all of the keypad buttons were still responsive. Contamination was found underneath the contrast button contact. (B)(6)